Event description:
The matrix rod introducer does not hold the rod properly. The rod falls off the holder during manipulation. Reportedly, the procedure was not been affected by this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The design intent of minimizing the gap between cross shaft and rod was inadequately defined on the top level drawing when the design phase was completed. (B)(4) was released on (B)(4) 2011 to update the top level drawing with more detailed assembly instructions and specify a maximum allowable gap between the cross shaft and a loaded rod. After the dco released, (B)(4), the inspection sheet for 03.616.048, was updated with new gap information and included a new pull out check via m(B)(4). CAPA (B)(4) has been initiated to address this issue. The lot involved in this complaint was manufactured after the dco (B)(4) was released and the device involved in this complaint was manufactured to the latest revision e of drawing (B)(4). It was manufactured incorrectly as the length of the actuator assembly is not adequate to retain the rods. Two rods were assembled to the holder during the design evaluation: 04.651.060 lot 3387936 and 04.651.035 lot 3824561. Both rods were not retained at all when the handle was in the closed position. The length of the actuator is meant to be adjusted per the (B)(4)rev e drawing to ensure the free pivot and retainment of the rods. This is ensured by checking the device with two gauges. As this error was in the manufacturing of this part and a CAPA was involved to correct this issue. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device used for treatment and not diagnosis. Instrumedical manufactured the rod introducer. The complaint condition was due to an unknown cause. The supplier responded on (B)(4) 2013, and stated: after performing the functional check, using the synthes gage (B)(4), it is agreed that the part does not function correctly and the instrument displays damage to the distal end. The rod introducer initially conformed to the revision e drawing at the time of manufacture, was function checked 100 percent, and was inspected and conformed to the synthes incoming final inspection sheet.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. A review of the device history records showed that the lot was manufactured and processed per specification requirements and conformed to the synthes incoming final inspection.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device received. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The product was sent for re-evaluation to manufacturing and product development with the following results: manufacturing: instrumedical manufactured the rod introducer, p/n 03.616.048, lot # 6826799. The complaint condition was due to an unknown cause. The supplier responded on (B)(6) 2013, and stated, after performing the functional check, using the synthes gage # (B)(4), it is agreed that the part does not function correctly. The instrument displays damage to the distal end. The rod introducer initially conformed to the revision e drawing at the time of manufacture, was function checked 100%, and was inspected / conformed to the synthes incoming final inspection sheet # ns037319, revision f. Product development: the rod introducer was received with scratches and dents on the tip and minor oxidation on the etch. The capture mechanism of the rod introducer utilizes a cross shaft component 03.616.048.3 moving from an open to a capture position when the rod is loaded. The position of the cross shaft in the closed position is controlled by the adjustable length actuator assembly 03.616.048.21. When the actuator assembly is too short at the time of assembly, the cross shaft cannot adequately capture the rod, and the rod will detach. Pd worked closely with the vendor during the design of this instrument. The concept of the adjustable length assembly actuator was developed to overcome excessive tolerance stack issues and minimize the gap between the cross shaft and a loaded rod. However, the design intent of minimizing the gap between cross shaft and rod was inadequately defined on the top level drawing when the design phase was completed. Dco 10021963 was released on 8/8/11 to update the top level drawing with more detailed assembly instructions and specify a maximum allowable gap between the cross shaft and a loaded rod. After the dco released, ns037319 (the inspection sheet for 03.616.048) was updated with new gap information and included a new pull out check via monument mc m39201. That gaging was implemented as a 100% check at monument upon receipt from the vendor. CAPA 2360 was initiated to address this issue. The lot involved in this complaint was manufactured after dco 10021963 was released and the device involved in this complaint was manufactured to the latest revision e of drawing 03_616_048. Two rods were assembled to the holder during the design evaluation, 04.651.060 lot # 3387936 and 04.651.035 lot # 3824561, and neither of the rods was retained when the handle was in the closed position. There was damage noted on the tip during this evaluation but it could not be determined if the damage compromised the area where the rod seats in the tip. Based on the evaluation done by the manufacturer, it appears the complaint condition is related to the damage noted on the tip and causes the rod to no longer be held securely when the instrument is in the locked position. The design and materials of this device were reviewed and are adequate for the intended use and the complaint condition is the result of damage to the end of the rod introducer. Based on the number of mis rods sold in the u.s. During the life of the product ((B)(6) 2010- (B)(6) 2013), the occurrence rate is approximately (B)(4). See risk analysis wind chill # 0000016711 version a.14 risk 10. The design is adequate for the intended use and the complaint condition is the result of damage to the tip of the instrument from mis-handling or mis-use.